Manufacturer narrative:
Visual and functional assessments could not be performed due to the complaint screwdrivers not being received at the manufacturer for complaint assessment. DHR reviews could not be performed due to the lot number of the complaint screwdrivers not being available. If/or when there is relevant complaint incident information available, the complaint investigation and any associated regulatory reporting will be updated. There have not been any other complaints of similar nature for this instrument in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.

Event description:
The manufacturer was made aware of a product complaint on 2/15/2023. It was reported that the distal hex tip of two system screwdrivers malfunctioned during a surgical procedure and were requested to be replaced. A return authorization was issued for return of the complaint instruments, which as of 3/08/2023 have not been received at the manufacturer for complaint assessment. No additional information was initially available, and requests for relevant compliant incident information and return of the complaint instruments were made on 2/15/2023, 2/21/2023, 2/27/2023, 3/02/2023, 3/06/2023, and 3/07/2023.